Event description:
The international distributor reported during testing the ventilator restarted and alarmed and went vent inop upon start up. During testing the user reported the power supply had a blown fuse and there was diode led lit on the sensor pcb board. Failure of the sensor pcb board as noted may result in restart or shut down of the device during operation in normal ventilation mode. The distributor requested replacement of the power supply, sensor pcb board and 3 station solenoid to complete repair of the device.